Event description:
After receiving several cypher stents, the pt had restenosis.

Manufacturer narrative:
This complaint is from the study. The male pt had the following medical history: omi, past history of pci, lipid metabolism abnormality and smoking. The target lesion was the proximal left circumflex. The vessel was de novo, eccentric, and diffused, but it was not calcified. The diameter of the vessel was 2.48 mm and the lesion length was 13.96 mm. Pre-procedure stenosis was 57%. Aha/acc classification of the vessel was a type c. The procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.75 x 20mm) at 8 atmospheres (atm). Inflation time was unk. A cypher (2.5 x 18mm) (lot unk) was implanted at 10 atm for 16 to approx 30 seconds at the target lesion. Then, a cypher (3.0 x 23mm) was implanted at 14 atm for 16 to approx 30 seconds at the proximal end of the initially implanted cypher overlapping it. Post-dilation was conducted with a balloon (2.75 x 20mm) at 22 atm. Inflation time was unk. Timi flow before and after the procedure was 3. The residual % of stenosis was 16.0%. Ivus was conducted. Approx ten months later, a follow up coronary angiography (cag) was conducted and restenosis was observed at the proximal edge of the proximally implanted cypher. There was 90% stenosis. Two weeks later, the restenosis was treated. To treat the restenosis, pre-dilation was conducted with a balloon (3.25/length unk) at 6 atm for 30 seconds. Then, a cypher (3.5 x 13 mm) was implanted at 16 atm for 10 seconds. Post-dilation was not conducted. The residual % stenosis was 0%. The following day, the pt was in stable condition and was discharged from the hospital. Approx two years later, the pt complained of breathing closeness. Angiography was conducted and restenosis was observed inside of the proximal edge of the implanted cypher at the proximal left circumflex. It is unk where the exact portion was. There was 75% restenosis, but no thrombus. A week later, a CABG was performed at lita-lad and svg-dg-pl. The pt was in stable condition and was later discharged from the hospital. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two product associated with this event. Please refer to MFR report # 9616099-2006-00654. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.